Event description:
Retro: wont calibrate pressure sensor- failed occlusion, (B)(6), case rear- corrosion, iui- corrosion there was no patient involvement. (B)(6) 2016 12:35:01 (B)(6) po for $329 approved by (B)(6). Shipping & billing addresses confirmed. (B)(6) 2016 06:49:48 (B)(6) est - mnr to mjr (B)(6) 2016 14:25:33 (B)(6) updated from mnr to mjr for the major repair needed per leo flor, service tech. Repair approved by (B)(6) for $365. No change to the po#. 05/03/2016 09:05:52 (B)(6) issues w/outbound (B)(6) (B)(6) 2018 06:57:31 (B)(6) file reopened to add track wise pr number to the device data field. (B)(6) 2018 07:51:09 (B)(6) the original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.